Manufacturer narrative:
Event occurred in the past six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had lost stimulation coverage. It was also noted that the ipg had to be charged more frequently until it would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.